Event description:
This complaint is now reportable based on the analysis completed on 02/19/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x20 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the moderately tortuous, severely calcified left circumflex (lcx). The procedure was completed with another taxus liberte. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit found damage to the distal end of the stent and several slight kinks along the hypotube. The hypotube kink damage and stent damage are consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the inflation media. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause. This is due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.